Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during an unknown procedure performed on (B)(6) 2013. According to the complainant, during preparation, the polaris ultra stent was not pigtailed adequately. The procedure was completed with the same device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). A visual analysis of the returned polaris ultra stent was performed. The device was received with its original pouch but the suture was not returned. Following a detailed device analysis, it was noted that the bladder pigtail of the stent was detached at the half (at the second hole) and it was damaged. The unit presents the second hole of the bladder pigtail damaged which is consistently related to be caused by the suture when it is being pulled out, the most probable root cause will be ¿handling damage¿. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Based on this analysis. This is now deemed non MDR reportable.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during an unknown procedure performed on (B)(6) 2013. According to the complainant, during preparation, the polaris ultra stent was not pigtailed adequately. The procedure was completed with the same device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.